Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from april 07, 2020 - april 08, 2020. H10: the device was received for evaluation. Unaided visual and magnified inspection was performed which observed a dark foreign matter embedded under a sealed area of the primary packaging. No black foreign matter on the product. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter contamination observed on the center lock of the of the rapidfill connector. The foreign matter was further described as a ¿black dot¿ on the lock inside and was not embedded. The foreign matter was discovered prior to patient use. There was no patient involvement. No additional information is available.